Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead became dislodged. It was noted that the atrial pacing markers and electrocardiogram (egm) were occurring simultaneously with the ventricular sensing markers and egm; the atrial lead was effectively pacing the right ventricle. Fluoroscopy was used to confirm dislodgement. The lead was explanted and replaced since the helix would not redeploy when attempting to reposition the lead. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0cm. The reported events of inappropriate capture and sensing problem were not confirmed. The reported event of the helix could not redeploy was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.